Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that they were hospitalized for high blood glucose levels and that the pump is not working correctly. Customer stated that the insulin pump alarmed threshold suspend. Customer reported a bent cannula. Customer's blood glucose levels ranged from 506 to 583 mg/dl. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.